Manufacturer narrative:
The feild service engineer cleaned the sipper probe, checked tubing for leakages, checked the gear pump pressure, measuring cell, sample probes, syringes, paddle mixer, preclean solution, and the extra wash stations.the investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with a preanalytical issue with a sample before the initial discrepant result.

Manufacturer narrative:
The customer confirmed no abnormalities were found with the samples. The field service engineer performed mechanical procedures and verified the instrument was ok to continue running patients. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii assay results for 29 patients tested on a cobas 8000 e 602 module. Prior to patient testing, the customer confirmed qc was ok. The patient's initial results were not reported outside the laboratory. Due to high ft4 and ft3 results, the customer performed repeat testing with the samples on a different cobas 8000 e 602 module. Below are 5 examples of questionable elecsys ft4 iii assay and elecsys ft3 iii assay results: patient 1's initial results were ft4 44.15 pmol/l and ft3 12.29 pmol/l, and the patient's repeat results were ft4 17.12 pmol/l and ft3 4.94 pmol/l. Patient 2's initial ft4 result was 84.82 pmol/l, and the patient's repeat ft4 result was 16.45 pmol/l. Patient 3's initial ft4 result was 51.54 pmol/l, and the patient's repeat ft4 result was 19.82 pmol/l. Patient 4's initial ft4 result was ">100" pmol/l, and the patient's repeat ft4 result was 16.63 pmol/l. Patient 5's initial ft4 result was 55.24 pmol/l, and the patient's repeat ft4 result was 15.42 pmol/l. The ft4 reagent lot number was 49438800 with an expiration date of 31-oct-2021. The ft3 reagent lot number was 50783800 with an expiration date of 31-oct-2021.